Event description:
Customer reported the unit will not turn on. They have replaced the batteries with new supply. No other physical damage was reported. There was no pt incident or injury reported.

Manufacturer narrative:
Evaluation: results: evaluation of the returned product did not confirm the reported issue. The unit powers up with new batteries and passes all functional tests. The unit also passes the low battery test when using an external power supply with a test fixture. Visual findings revealed that the battery springs are bent. Also the aqualert moisture indicator label shows evidence of moisture exposure. Posey instructions for use warning statement: the sitter select is an electronic device that may fail to work if subjected to severe shock, such as being dropped or immersed in liquid. The unit may stop functioning as designed for use. (B)(4).